Event description:
In january 2001, siemens medical systems was informed of a pt injury that occurred in nov. 1999. There was no complaint or medical report filed with the MFR by the device user. After investigation it was determined that the pt rolled off the pt handling system onto the floor. The MFR has determined that there was no malfunction of the device to cause the fall. At the time of notification, details were not available to allow a decision on reportable nature of the incident.